Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: according to the complaint report, upon retrieval of the filter it was noted "that the secondary legs/ struts are missing". One leg was located and removed from the ivc wall, a second leg was in the pulmonary artery and removed, the third fractured leg was not found. No information regarding locating the third missing leg. It is assumed that the remaining 5 secondary legs are still attached to the filter body. No information regarding filter dwell time. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported fracture. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "the patient came in to the hospital to have the filter removed. When the filter was removed it was noted that the secondary legs/ struts are missing. One strut was located and removed from the ivc wall and a second was in the pulmonary artery and removed. The physician cannot locate the third strut and at this point has not stated what he will do further but possibly a full body CT scan in attempt to locate the strut. The physician also stated it is possible that the patient passed the strut and did not realize it." Patient outcome: the patient post-op to current is doing well.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the patient came in to the hospital to have the filter removed. When the filter was removed it was noted that the secondary legs/ struts are missing. One strut was located and removed from the ivc wall and a second was in the pulmonary artery and removed. The physician cannot locate the third strut and at this point has not stated what he will do further but possibly a full body CT scan in attempt to locate the strut. The physician also stated it is possible that the patient passed the strut and did not realize it." Patient outcome: the patient post-op to current is doing well.